Event description:
It was reported the system sometimes hung up. The customer and fe described an intermittent lock up situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply cord was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.